Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose confirmed by glucometer at 377 mg/dl for approximately 3 hours and 30 minutes without alerts or alarms while using the ilet in bg run after the dexcom g6 continuous glucose monitor (cgm) sensor expired and the user was away from home without a replacement, resulting in the pump not responding to rising glucose. The user later inserted a new g6 sensor and was in warm-up. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-management with troubleshooting and education completed and no hospitalization. Investigation included case review and user communication. Investigation of this case revealed that loss of cgm input due to sensor expiration led to operation in bg run and reduced automated response, consistent with expected device behavior when cgm data are unavailable; the infusion set was reported in place without issues. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to cgm unavailability while traveling, resulting in hyperglycemia managed without medical intervention.